Event description:
Reportedly, after firing, the anvil did not tilt and the instrument could not be removed from the bowel. The instrument had to be surgically removed leaving a defect that was sutured closed with no leakage.